Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve resection, at the third firing the tissue was pushed out without cutting by the staple. At the fourth firing of the stomach sleeve creation, the tissue was unable to be cut and when pushing out the tissue, the device stopped working in the middle. The staple also had a poor formation and the knife cut worse than other products as solid. When a new product was opened again and the fifth firing was performed, the tissue was pushed out slightly at the beginning,but the doctor managed to cut the tissue from the middle and completed firing. After that, there was no problem with the sleeve creation. At the third, fourth, fifth and sixth firing, the staplers used were the same lot. The surgical time was extended by less than 30 minutes. Additional tissue resection was required due to the issue. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. There were staple pushers visible at the 2cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed and the staple pushers on the reload were partially flush with the cartridge. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed anvil clamping mechanism and partially flushed staple pushers may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.